Manufacturer narrative:
(B)(4). The analysis results show that one cartridge reload was received outside of its original sterile package and with cartridge pan damage at proximal end. Due to the pan condition 4 double drivers were noted to be out of position and missing. While no conclusion could be reached as to how the pan was damaged and the drivers became dislodge from the reload, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that all staples and staple drivers are present prior to shipment. No functional testing could be performed due to the conditions of the cartridge. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a colectomy procedure, the package was opened to find a damaged product. There were no patient consequences. Case completed with another reload of the same product code.